Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd insyte-n¿ autoguard¿ shielded IV catheter was found damaged after uncapping it. The following information was provided by the initial reporter, translated from spanish: "upon uncapping the catheter, it was found its tip is "flowered"".

Event description:
No additional information

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 24gx0.56in insyte autoguard from lot number 2264396. Inspection of the unit showed a device that has all its component. Upon removal of the needle cover, it was observed that the needle had pierced the catheter near the tip. The observed damage is identical to a spear through, needle piercing through the catheter wall. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, this may occur due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. However, given the severity of the spear through, venipuncture couldn¿t have been performed. It is likely that the defect occurred during handling while performing tip adhesion break. A device history record review showed no non-conformances associated with this issue during the production of this batch.